Manufacturer narrative:
Additional info: additional information was provided and reported symptoms were first observed one week post surgery. A non-johnson & johnson lens was successfully implanted as a replacement. The patient is doing good post-operatively. The explanted iol was discarded. No other information was provided. The following sections have been updated accordingly: section a2, a5: unknown/asked but unavailable (asku). Section b3: date of event: exact date not provided. Only provided as one week post surgery. Section e1: title: dr. Section e1: first/given name: (B)(6), section e1: last name: (B)(6), section e3: occupation: physician, section h6: type of investigation: 4115. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: exact date unknown/not provided. Best estimate date is between 2/26/2021-5/27/2022. Section e1: telephone number: (B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140 glare, 2140 visual disturbance- dysphotopsia an attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to excessive halos/glare and was unable to drive after surgery. Vision pre-operative (op): 20/25, vision post-op: 20/40. Dally activities were significantly affected. There was no vitrectomy and sutures required. Patient status reported as temporarily impaired. No other information was provided.